Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
After internal review, corrections in the following fields were required: b5 - describe event or problem - previous: it was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4). Corrected: it was reported that the ventilator's side rail broke. There was no patient involvement. Manufacturer's ref. #: (B)(4). G3 - date received by mfg ¿ previous: 2025-07-02. Corrected: 2025-07-04. H6 - investigation findings ¿ previous: mechanical problem identified///180. Corrected: mechanical problem identified/stress problem identified/fracture problem/3252 h6 - medical device component ¿ previous: mechanical/holder//838. Corrected: mechanical/rail/side rail/3107 and mechanical/fastener/clamp/757. H11 - addtl mfg narrative/corr. Data ¿ previous: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the clamp attachment solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions for the support arm 177 (rev. 04) in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective clamp attachment of support arm. Corrected: on-site investigation was performed by our field service engineer. According to received information in the service report, the replacement of the side rail and the support arm clamp solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. No information was received about how the side rail became damaged. The side rail is mounted on the side of the ventilator¿s patient unit and can hold different accessories, such as humidifier, support arm and IV pole. The support arm clamp is mounted directly to the side rail. The support arm serves to relieve the patient from the weight of the tubing system. The root cause for the damaged side rail could not be determined but the side rail has most likely been exposed to a mechanical force greater than it is designed to sustain. A corrective and preventive action (CAPA) process has been implemented to solve this issue. The subjected device was manufactured before those actions.

Event description:
It was reported that the ventilator's side rail broke. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the clamp attachment solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions for the support arm 177 (rev. 04) in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective clamp attachment of support arm.

Event description:
Manufacturer's ref. #: (B)(4).